Manufacturer narrative:
(B)(4). Batch # n92n6h. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. It is possible due to the device returned condition a "replace instrument"could be displayed by the generator as reported. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to the start of an unknown urology procedure, when the customer attached the instrument to the handpiece, the instrument wouldn't connect correctly and the generator gave a replace hand piece message. When the customer tried to remove the instrument, the instrument wasn't able to be removed from the hand piece. A second like hand piece and instrument were used to complete the procedure. There were no patient consequences reported.